Event description:
Material#: 309657, batch#: 3121510. It was reported that the bd syringe 3ml ll 200 s/c had foreign matter. The following information was provided by the initial reporter: rcc received a complaint via email. Rn (registered nurse) opened a bd plasti-pak 3 ml luer lock sterile syringe, lot: 3121510, for use with a patient. A dark particle that looked like mold was noted inside the syringe where the needle connects to the syringe. Syringe was saved. Packaging was not saved. Product#: 309657, lot#: 3121510.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Imdrf codes must be updated.

Event description:
Imdrf codes must be updated.